Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the death. It was not reported if an autopsy was performed or if the patient was performing peritoneal dialysis therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.